Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient was no longer able to hear with his device. No accident or head trauma was reported. The patient was re-implanted on (B)(6), 2010.